Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high out of range shock impedance measurements greater than 400 ohms. Device sensing was observed to be appropriate with no noise, and no delivered shocks were observed in device memory. Technical services (ts) discussed troubleshooting options. An x-ray was taken, and provided to ts for review. Review of electrode to device header connection was inclusive due to image quality, however, appeared to show appropriate electrode to device header connection. The root cause of the out of range shock impedance measurements was not determined, and a revision procedure was scheduled for a future date. Ts recommended performing a tug test in the pocket during the revision procedure to confirm electrode to device header connections. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high out of range shock impedance measurements greater than 400 ohms. Device sensing was observed to be appropriate with no noise, and no delivered shocks were observed in device memory. Technical services (ts) discussed troubleshooting options. An x-ray was taken, and provided to ts for review. Review of electrode to device header connection was inclusive due to image quality, however, appeared to show appropriate electrode to device header connection. The root cause of the out of range shock impedance measurements was not determined, and a revision procedure was scheduled for a future date. Ts recommended performing a tug test in the pocket during the revision procedure to confirm electrode to device header connections. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that this electrode was found to have dislodged. Surgical intervention was undertaken. The electrode and s-ICD were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.